Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion. There was no reported adverse event.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Functional testing was performed. The operator was unable to duplicate customer's stated problem. During testing and inspection, the device did not find that the downstream occlusion test failed. However, multiple alarms regarding the cassette not attached properly were found. The chassis was contaminated with fluid ingression. The operator was unable to repeat the issue but will replace the downstream occlusion sensor as a preventive measure.